Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured". Patient later reported "intramammary lymph node and there are small foci of localized extracapsular silicone, particularly medially". This record is for the right side. The device remains implanted.